Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Surgeon didn't approve for return.

Event description:
Patient underwent a right knee revision procedure approximately eight years post-implantation due to instability. All components were removed and replaced with competitor product.